Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set issue on (B)(6) 2026. The patient reported bent cannula due to not sufficient subcutaneous tissue where set is inserted. The insertion site was abdomen. The infusion set was in use for two days. The blood glucose level was 300 mg/dl, and the patient was treated with pump. No further information is available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item